Event description:
In 2002, it was reported to arthrocare corporation that a patient sustained "superficial" burns following a shoulder arthroscopy using a turbovac 90 arthrowand. The burns were reported to be consistent with the irrigation outflow path. It was reported that the burns were treated with a topical cream. To date no surgical intervention is planned to treat afflicted area.